Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found induced damage that likely occurred during the implant procedure. Cuts were noted in the suture sleeve, the helix housing was deformed, and the helix was stretched. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing impedance measurements observed during the implant procedure, the lead passed all electrical testing.

Event description:
It was reported that this lead exhibited high, out-of-range pacing impedance measurements during the implant procedure. The lead was not used and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead exhibited high, out-of-range pacing impedance measurements during the implant procedure. The lead was not used and is expected to be returned for analysis. No adverse patient effects were reported.